Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the uti had resolved. The healthcare provider listed the patient's history of utis prior and since implant as (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 with enterobacter cloacae; as well as (B)(6) 2020 with klebsiella pneumoniae. The cause of the reported utis was retention. The utis were related to the patient's underlying urinary dysfunction and not related to the device or therapy. The patient was treated with augmentin for the uti. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the rep in response to an inquiry: the hcp reported the infection grew out few pseudomonas from the pocket on (B)(6) 2020. The urine culture (B)(6) 2020 had grown the same pseudomonas. Was treated with 7 days of augmentin and seen post op (B)(6) 2020 and the wound looked good. It was also noted from the initial report that the patient had a history of neurogenic bladder, diabetes, urinary retention. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they also described some drainage at the ins incision site. Upon opening the pocket the physician suspected infection. Cultures were taken and sent. No device issue alleged/identified. No further patient symptoms or complications were reported.